Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the patient had lost over 100 lbs and that may have contributed to the pump popping out of the pocket. It was reported that the pump would be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving clonidine, bupivacaine, and dilaudid all of an unknown concentration and daily dose via an implantable infusion pump for non-malignant pain. It was reported that it felt like the pump was burning through the patient's skin. The patient stated that yesterday she was sitting up and suddenly it felt like the pump was burning through her skin. The patient was sleeping and the pump felt like it was burning through her skin, 2 times on (B)(6) 2018 it woke her from a dead sleep. The patient stated she had no falls or trauma. The pump was not alarming and the personal therapy manager (ptm) programmer verified no alarm. No further complications were expected or anticipated. Additional information was received healthcare provider (hcp) via a device manufacturer representative. It was reported that the patient would be evaluated by the hcp when she returned to town. No further complications have been reported as a result of this event. Additional information was received from the consumer indicated that the patient's pump was recently replaced due to the pump popping out of the pocket and getting really hot to touch. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
After review of the email, it was noted that the pump would not be returned for analysis. No further information to report.